Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because the pump could not be pressed. The device was originally implanted on (B)(6) 2020. Six weeks later the pump could not be pressed. On (B)(6) 2020 the patient went to the hospital where the physician was able to press the pump successfully after several attempts, but the device would not become erect. A "CT showed that the fluid in the fluid reservoir was normal." The patient is still trying to press the device at home, but it always fails. He is waiting for the pandemic to be over in order to go in and have a revision surgery. There were no patient complications reported.